Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer reported a minimum fill message when attempting to load a cartridge. Reportedly, the customer filled the cartridge with 150 units of insulin. The customer loaded a cartridge successfully. At the time of the reported event, there was no impact to the customer's blood glucose level. The following day, it was reported that the customer's blood glucose (bg) level decreased to the 20's (mg/dl). Reportedly, the customer's low bg level was due to possibly introducing additional insulin to the body even though the customer had been disconnected from the infusion site at the time of the troubleshooting. Reportedly, there was extra insulin at the end of the tubing that might have gotten inside of the customer when the infusion site had been reconnected. The customer was taken to the emergency room (ER) by the emergency medical transport (emt) due to having been found unconscious. Reportedly, due to passing out from the low bg level, the customer experienced cuts, facial injury and head injury. Additionally, it was reported that the customer's neck hurt and there were bruising on the knees due to passing out. While at the ER, the customer was treated with glucose and received a computerized axial tomography (cat) scan, x-ray, blood, and urine tests. Reportedly, the customer was unsure of the amount of time spent at the ER, but reported experiencing an elevated bg level in the 300's (mg/dl). Reportedly, the customer felt it was due to the glucose given by the emts and due to not delivering a bolus until after leaving the ER. Additionally, the customer reported having blurred vision and felt there might be internal injury; however, no specification was made regarding the type of injury. To address the bg level, the customer delivered a bolus. Subsequently, the customer felt lethargic and reported having contact around for additional assistance. Recommendation was made to consult with health care provider regarding diabetes management.